Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system, which is patient misuse. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation, and a probable cause could not be determined. No injury or medical intervention was reported